Event description:
The facility reports, the pt was lying on the lift during the bath. After the bath, the pt was sitting up in the middle of the lift for drying and dressing when the lift tipped over on its right side. The pt slid off the lift onto the floor. No injuries were reported.

Manufacturer narrative:
An investigator examined the device and found the mattress pads worn with holes; both catches were missing nuts, washers and screws; the lift arm was rusted; the legs were scratched; the castors were rusted and worn; the base was rusted at the bottom of the column; the pump handle was loose and coming apart. The lift raised and lowered fine, and the castors did not stick. The investigator tried to tip the lift over by leaning on the right side of the lift. It took nearly all of his weight before the castor would begin to raise off the floor. The manufacturer concludes the root cause of the incident was most likely due to a combination of user error and lack of maintenance. If the pt is positioned in the middle of the lift, it is impossible for the lift to tip over. Therefore, it is likely that either the pt was positioned off-center, or, due to the poor condition of lift, some connection might have been loose, which caused the lift to tip. Neither the serial nor model number was located, but based on pictures of the unit, the lift is estimated to be about four (4) years old. The operating and product instructions, under the section safety instructions, state that the lift shall be checked for damages on a weekly basis. The pictures and the report from the site indicate several parts that were worn and should have been replaced/repaired by the user. The manufacturer recommends appropriate personnel be retrained of the proper use and care of the unit. Due to the overall poor condition of the unit, the manufacturer recommends it be replaced.